Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. Note: this emdr file represents the flat mesh (device 2); a separate emdr will be filed for the ventralex-mesh (device 1). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The patient's attorney has alleged; (B)(6) 2008 - the patient underwent surgery for implant of an unspecified bard/davol ventralex - (device 1). On (B)(6) 2011 - the patient underwent surgery for implant of an unspecified bard/davol "marlex" (flat mesh) - (devise 2). On (B)(6) 2012 - the patient was injured. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 8 months post implant of bard flat mesh, patient was diagnosed with seroma and fibrosis thereby underwent repair. The instructions-for-use supplied with the device lists seroma as a possible complication. This supplemental emdr represents the bard flat mesh (device #2). An additional supplemental emdr was submitted to represent the mesh ¿ ventralex (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient's attorney has alleged. (B)(6)2008 - the patient underwent surgery for implant of an unspecified bard/davol ventralex - (device 1). (B)(6)2011 - the patient underwent surgery for implant of an unspecified bard/davol "marlex" (flat mesh) - (devise 2). (B)(6)2012 - the patient was injured. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6)2008 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, ¿hernia defect was identified and lipoma was resected. A ventralex mesh (device #1) was inserted into the peritoneal cavity and pulled up against the abdominal wall." (B)(6)2011 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the removal of ventralex mesh (device #1) and implant of bard flat mesh (device #2). Per operative notes, ¿the ventralex mesh (device #1) was excised. Excessive hernia sac and few adhesions to the fascia were taken down. Then a bard flat mesh (device #2) was placed anteriorly to the fascia and secured by using staples." (B)(6)2012 - patient was diagnosed with inflammatory prefascial mass thereby underwent open repair. Per operative notes, ¿small seroma was noted. A fairly dense inflammatory mass appeared to be incited by the bard flat mesh (device #2) and this mesh appeared to be incorporated. The mass was removed along with redundant fatty tissues." Attorney alleges that the patient had nerve damage, pain and emotional injuries. It is also alleged that the patient underwent treatment each week for 4 months of drainage to the area, no feeling in the area and difficult to accept appearance of stomach.